Event description:
The customer received questionable total prostate-specific antigen (tpsa) results intermittently since (B)(6) 2011 on their elecsys 2010 disk analyzer. The customer provided data for three patients, of which two had discrepant results reported outside the laboratory. The same analyzer was used for all tests. The first patient's initial tpsa result was <0.05 ng/ml. The repeat result was 10.33 ng/ml. The second patient's initial tpsa result was <0.05 ng/ml. The repeat result was 3.24 ng/ml. The customer considered the repeat results to be correct. The customer stated the patients were not treated based on the erroneous results. The tpsa reagent lot number was 16405201 and the expiration date was 05/31/2012. The field service representative (fsr) could not determine the cause and could not reproduce the problem. The customer stated they had not seen any other abnormalities. The fsr inspected the analyzer. He found cups being left behind in the incubator. He performed gripper adjustment. The customer performed quality control.

Manufacturer narrative:
A specific root cause could not be found with the information provided. A field service representative visited the site a second time to make further adjustments on the gripper alignment. Since the gripper adjustment, there have been no reports of further discrepant results. The discrepant results seem to be related to the incorrect adjustment of the gripper.